Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked when doing exhaust before using it. The following information was provided by the initial reporter, translated from chinese: the head nurse of the orthopaedic department found that there was fluid blockage when doing exhaust before using it for the patient

Manufacturer narrative:
A 2000e china sample was not available for investigation. However; the customer indicated the complaint sample was from lot 22015033. The feedback provided by the customer indicates complete occlusion was detected at the smartsite component during priming. Further information provided by the customer indicates the connecting products were a kdl infusion set and a bd intima ii catheter. As pat of the feedback the customer provided a photograph of the affected sample, analysis of the photograph indicates attempts to prime a smartsite with an unknown syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.